Event description:
The customer reported the radical-7 "was alarming red, but no sound." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the radical-7 "was alarming red, but no sound." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated. All alarm conditions were audible and visual and the speaker's sound was crisp and clear. The device was determined to be functioning as designed.